Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was examined; no obvious damage was identified. The device was given functional testing; during the test the device was found to operate as specified. No air detector issues were identified.

Event description:
It was reported the device had a defective air sensor. No adverse effects reported.